Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had received a memory corruption hazard alarm on their personal diabetes manager in which had cleared out the patients settings. The patient reports their blood glucose read high (>400 mg/dl) while wearing a pod. The patient removed the pod being worn prior to going to the hospital. Once at the hospital the patient had lab work administered. The patient was treated with an insulin drip. The patient remains in the hospital at the time of this call.